Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitor was freeing up intermittently while in use. No patient harm was reported.